Event description:
It is reported that the implant is removed due to peri-implantitis. Tooth number 11.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Manufacturer narrative:
This report is being submitted to report corrected information. Customer confirmed the implant never osseo integrated. This event no longer meets reportability requirements. No further medwatch report will be submitted for this event. The following sections are being reported:

Event description:
It was reported that the implant never integrated and was removed.